Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to a burnt transient voltage suppressor diode on the monitor board. The monitor board was replaced to resolve the report. The board was scrapped after testing. A new power supply was provided as a precaution. The device was recertified and returned to the customer. Analysis for the reports of this type has not identified an increase in trend.